Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) concerning a falsely depressed lipase (lipl) result obtained on a patient sample on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed lipase (lipl) result. Hsc reviewed the information provided by the customer and the instrument data. Quality control (qc) was within acceptable ranges. Repeat testing using the same sample generated an accurate result indicating that the dimension vista® 1500 system and lipase (lipl) assay were performing acceptably. No further issues have been reported. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed lipase (lipl) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The discordant result was reported to the physician(s). The same sample was reprocessed on an alternate dimension instrument. The reprocessed result was higher than the discordant result and agreed with the patient's clinical picture. The reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant lipl result.